Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, bleeding and dyspareunia.

Event description:
Details: it was reported that following insertion the patient experienced urinary problems, bleeding and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal repair of rectocele and enterocele with posterior vaginal wall patch and bilateral sacrospinous ligament fixation on the vaginal vault. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-10645. The same patient is represented in each medwatch.